Event description:
It was reported that an ilet pump screen was cracked, after which the user could only see colors and could not use the screen; a replacement device was provided, and the original will be returned, with data previously synced to the app; the issue involved a device fracture affecting the touchscreen. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed stress-related damage to the touchscreen consistent with a fracture. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.

Manufacturer narrative:
Initial.